Event description:
It was reported that the right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition with asystole that lasted 4.5 seconds. The rv lead was later surgically abandoned and replaced due to other, non-product related reasons during a pulse generator replacement procedure for the purpose of altering the patient's therapy given patient therapy needs. No adverse patient effects were reported. Additional information was received indicating the rv lead was surgically abandoned in part because of the lead noise. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition with asystole that lasted 4.5 seconds. The rv lead was later surgically abandoned and replaced due to other, non-product related reasons during a pulse generator replacement procedure for the purpose of altering the patient's therapy given patient therapy needs. No adverse patient effects were reported.